Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump passed self-test. No unexpected pump error 13 alarm noted. However, pump error 4 and 53 found in the insulin pump history due to software error. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had several alarms on the insulin pump including an error for the motor arm cannot communicate with the main arm, a software error, and the one-minute non-destructive ram test failed error alarm. Customer was advised to run 2 units bolus into the air and verified that it was in the bolus history. Customer agreed to have the pump replaced.